Manufacturer narrative:
Section a4 correction. Section b2 correction. Section d4 correction. Section e3 correction. Section h6 correction: health effect - impact code 4636 - unexpected diagnostic intervention added. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted due to a bacterial driveline infection. The treatment included invasive surgical procedures and drug therapy. The patient underwent cardiac catheterization and surgical debridement. The cause of the infection was patient condition, and the causal relationship with the device was considered clearly related.

Event description:
The patient underwent an invasive surgical procedure excluding cardiac catheterization. The patient underwent surgical debridement. They remained admitted until (B)(6) 2025.

Manufacturer narrative:
Corrected data: b5. No further information was provided. The manufacturer is closing the file on this event.